Event description:
Infusion pump alarmed motor rate error and stopped running, reset by pushing start couple of times, then it looked like it read some kind of internal error message. Pump stopped, shut off. Drip was placed on another pump. Drip was lasix, not vasoactive, no harm to patient with changing out pump.